Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had hardware low level failure and had critical pump error. Customer's blood glucose value was 8.3 mmol/l at the time of the incident. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. The customer was assisted with troubleshooting. Customer will not return device for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. Did not note any evidence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload/download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.